Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a physician was having trouble with the programming wand. When the company representative arrived, he kept receiving an error when trying to interrogate his test generator. The wand was unplugged and reinserted numerous times, but the error message returned immediately after attempting interrogation. After switching the serial cable, it was able to successfully interrogate and perform diagnostics on the test generator. The usb serial data cable has been received for analysis which is underway, but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed on 06/14/2016 for the returned usb serial data cable and the cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the usb serial data cable printed circuit board, no further anomalies were identified.